Event description:
It was reported that the patient experienced a shocking or jolting sensation when going through a department store. She got shocked a little bit when walking through the store because it had ¿high¿ security theft detectors. The patient noted that she was not getting rid of the therapy and had nothing but good things to say about it. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v050302, implanted: (B)(6) 2008, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).